Manufacturer narrative:
Account stated that he found the left ucm was causing the alleged unintentional movement. Account found corrosion on the left ucm. Account replaced the left ucm and installed gaskets to help keep fluid from entering the siderail and the bed is repaired. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the bed functions were running when he plugged the bed in. No one was involved with the bed and it is out of service.